Manufacturer narrative:
The technician inspected the bed frame opening where the foot section goes into an it is 5mm wider than the other beds therefore the foot section cannot be locked into place securely. The technician tried another foot section and had the same result therefore he believes there is an issue with the bed frame and that the bed has to be replaced to resolve the issue.

Event description:
The account alleged the foot end kept falling down. No pt impact.